Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) visited the site and replaced the e-100 generator to resolve the reported issue. Isi received the e-100 generator; however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the customer encountered issues with the e-100 generator. The live logs were not available at the time of the call. The caller stated they were not in the room at the time. They had an issue with firing the vessel sealer with the e-100. The staff said it had power, but it stopped working in the middle of the case. The caller would like the isi fse to call and update on when they could be there. No troubleshooting was done since the customer did not call in at the time of the issue. The procedure was converted to another vision side cart (vsc) with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was unable to continue use of the e-100. The customer brought a new vision side cart (vsc) into the procedure to continue. After swapping to another vsc, the procedure was completed as planned without any harm to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the e-100 generator involved with this complaint to perform failure analysis (fa). The e-100 generator was analyzed, but the reported failure could not be replicated. This unit was installed onto the test system, and it worked as expected with a vessel seal instrument installed. Fa used the vessel seal extend instrument with a saline dipped gauze in the jaws and fired yellow pedal/sync activations cut/seal about 100 times and e-100 generator worked as expected without any issue. The complaint regarding the e-100 issue was not confirmed based on failure analysis.